Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vicm512.1, -04.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown, lens size recommend by ocos did not fit the patient. Reportedly, the postoperative condition is good. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm512.1, -04.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown, lens size recommened by ocos did not fit the patient. Reportedly, the postoperative condition is good.